Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the pacing lead exhibited pacing failure due to dislodgement, which was suspected to be caused by less slack. Dislodgement was confirmed by fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.